Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Medtronic received a report the tracheostomy tube experienced cuff inflation/deflation issue. Customer advised there were no patient symptoms or complications associated with this event.